Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high bipolar and unipolar pacing impedance parameters. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.